Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, the device did not click when fired. The device was not able to fire. They had to open another device to finish the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the cartridge of the single use loading unit (sulu) noted the sulu was partially applied with the interlock engaged. This prevented the instrument from firing. A review of the device history record indicates the product was released meeting all quality release specifications. Replication of the observed condition may occur if the handle is not completely compressed during application. This partial firing causes the interlock to engage and if a second attempt is made to fire the sulu it will not fire. The instructions for use for this product states: failure to firmly squeeze the handle all the way may result in an incomplete staple formation, which may compromise the integrity of the staple line. The device is equipped with a safety interlock which prevents the handle from being squeezed a second time. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.